Event description:
It was reported by the (B)(6) that during a procedure of the coronary artery, the 4.0 x 38 mm xience prime ll stent was deployed, however, during retraction of the stent delivery system (sds) the balloon separated and remained in the coronary artery. The patient developed chest pain and inferolateral st depression. Various attempts were made to retrieve the balloon fragment using snares and various interventional techniques without success. The patient was transferred urgently to a surgical center for retrieval of the balloon fragment surgically. Subsequent information received states, the patient had recent onset of angina and underwent a procedure of the mildly tortuous, mildly calcified, mid circumflex artery. During retraction after deployment of the xience prime ll stent the sds balloon separated and remained in the vessel. The patient was transferred emergently to another hospital and had cardiac surgery the same night; coronary artery bypass graft (CABG) to the circumflex and posterior descending artery (pda) and successful retrieval of the device fragments. There were two fragments retrieved: the balloon was found protruding out of the left main stem, and a 2-inch portion of the balloon shaft was found at the base of the common carotid artery. The patient was reported to have recovered and is being discharged home. All available information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4) - (additional) failure to follow steps/instructions. The device was returned and the reported shaft separation was confirmed via the returned device analysis. Based on visual analysis of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot that would have contributed to the reported complaint and a review of the complaint history did not indicate a manufacturing issue. It should be noted that the precautions section of the xience prime instructions for use (IFU) states: stent placement should only be performed at hospitals where emergency coronary artery bypass graft (CABG) surgery can be readily performed. Based on the information reviewed, there is no indication of a product deficiency.